Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose level of approximately 400mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.